Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of dust particle contamination in the device as secondary findings. The device was scrapped.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of no foam degradation. During the evaluation, foam particles were not observed. The device was scrapped. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.